Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation system diagnostics recorded impedances on the lead, as a result the patient was experiencing ineffective therapy. The patient did experience a fall roughly 2 years ago. Surgical intervention took place 3 weeks ago where the system was explanted and replaced with a competitor system. The exact date of explant is unknown. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000063859."